Event description:
It was reported that the light cable burned a hole in the drape. It was further reported that the lightsource was set at thirty percent.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light cable burned a hole in the drape. It was further reported that the lightsource was set at thirty percent.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. However, measurements and observations were made using a known good l9000 light source, a temperature meter, surgical drape along with a new out-of-box light cable. The temperature at the tip of the scope was 91/33 degree f and c when the light source was set to 30% intensity in activate mode for 15 minutes. The scope tip was laid on top of the drapes for an additional 15 minutes and the drapes did not burn. To further the analysis, the light source was set to 100% which still did not cause the drapes to burn after 15 minutes. Further, the instructions for use states to avoid placing the cable tip on the patient or drape while the unit is in activate mode. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence. H3 other text : 81